Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation summary: review of the device history record for 00515047500, lot number 63600133, identified no relevant deviations or anomalies. Product examination found that several of the batteries were misshapen from overheating and the battery pack casing showed signs of excessive heat from the batteries. This complaint is confirmed. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that the irrigation was opened up on the operating room field for a surgery case. The battery case was very warm and hot to touch when the nurse went to plug in the fluid bag. When the battery case was opened it was noticed that the batteries were melting and hot. The wire was taken out to try and prevent further connections. No adverse events have been reported as a result of the malfunction.